Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator, the ICD exhibited a fault code indicating that the ICD was a one zone device. This ICD was not implanted.